Event description:
Additional information reported infection symptoms. The patient got an infection, and the pump was removed. The health care provider (hcp) tried to pull the catheter out, and apparently it snapped and left part of the catheter in. The patient leaked cerebral spinal fluid (csf) until it was discovered on 2015 (B)(6). The patient was discharged on 2015 (B)(6). In (B)(6) 2015, the patient was brought in, and it was infected and needed to come out. It was wondered "why the pump got infected so quickly and had to be removed." It was noted "you could see signs of infection around the incision. It was stretching out beyond the incision line to his scar tissue to his previous pump." The patient was evaluated at the local ER and placed on oral antibiotics on approximately 2015 (B)(6). The cellulitis was ¿following with infectious disease.¿

Event description:
It was reported the incision was red, irritated, and puffy once the sutures were removed (post implant). The patient was then admitted to the hospital for 4 days ((B)(6) 2015). It was mentioned the healthcare provider (hcp) was going to replace the pump. Several tests were performed, including a CT scan and an ultra sound around the pump. Pockets of fluid were seen surrounding the pump. The patient also got pneumonia while in the hospital and was treated with antibiotics. The patient then presented to the emergency room (ER) on (B)(6) 2015 and it was determined the patient had cellulitis over the pump site and past incision. The patient was placed on a strong oral antibiotic for 7-10 days. The patient had concerns about pump removal if the cellulitis persisted. The patient had an appointment scheduled for the following wednesday. The pump was used to deliver lioresal (baclofen). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory; product ID 8590-9, lot# n205124, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).